Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used single needle without packaging was returned for evaluation. Visual evaluation of the returned needle did show the tip to be broken off the needle. Although the tip was broken off, since this product had been opened, and used in a procedure, it was not confirmed to be related to any manufacturing/packaging process. Although the tip of the needle was broken off, since it was not broken or damaged upon the opening of the kit and it had been used in a procedure, per the manufacturer's investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, " do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. If resistance is feltduring advancement of the needle, carefully correct the orientation of the needle but never apply excessive force." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reported a fractured spinal needle from espocan combined spinal epidural kit. 5 inch pencan fractured while in tuohy leaving around 1.5cm needle fragment inside patient.